Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the system controller alarmed low voltage. The patient changed the batteries; however, the system controller continued to alarm. The patient¿s spouse performed a system controller exchange, and during the process the patient lost consciousness for a short period of time. The patient arrived at the emergency department awake and responsive, but was sluggish and vomiting. The lvad clinician reviewed the alarm history and only observed power cable disconnect alarms. The lvad system was then connected to batteries in preparation to go to x-ray, and the system controller alarmed power cable disconnect. The battery clips were then replaced, which seemed to have resolved the issue. The submitted log file was reviewed by a representative of the manufacturer's technical services team, and confirmed a pump stoppage that lasted approximately 3 minutes on (B)(6) 2017. The pump stoppage occurred due to the system controller exchange. There were no other unusual events observed in the event history once patient¿s driveline was reconnected to the system controller. No additional information was provided.